Event description:
It was reported that, during a lead revision, the set screw could not be unscrewed due to a piece of septum in the set screw port. Set screw was finally removed but the septum was destroyed in the process. Device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.